Event description:
Baxter account executive reports one incident of a nipro safety fistula needle in which the needle and hub broke away from the extension when the safety guard was engaged. It was reported that the incident occurred during demonstration of the product. There was no patient involvement and no patient injury or medical intervention reported per account executive.